Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). In the morning, a venous blood sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 3.03 inr. That same morning, the patient tested a sample using the meter and the value was 4.2 inr. No adverse events were alleged to have occurred with the patient. The patient is well. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were tested with retention meter and retention controls. Testing results: qc 1: 3.4 inr , qc 2: 3.3 inr , qc 3: 3.4 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.